Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, it was noted that the patient had high degree of adhesions in the uterus, small intestine, rectum, and peritoneum. The surgeon tried to peel off the adhesive tissue laparoscopically, however, the surgeon made the decision to not continue robotically and elected to convert the procedure to open surgery due the size of the adhesions. On 19-jul-2022, intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a robotic-assisted low anterior resection was scheduled to be performed and ports were placed. The da vinci system was not docked to the patient. Before the procedure, the surgeon was not expecting the possibility of converting the procedure due to the adhesions. The patient tolerated the conversion well.

Manufacturer narrative:
Based on the current information provided, the root cause of the reported event can be attributed to anatomical issues. The patient had a high degree of adhesions in uterus, small intestine, rectum, and peritoneum. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, there are no products expected to be returned to intuitive surgical, inc. (Isi) for failure analysis evaluation. If additional information is received, a follow-up MDR will be submitted. No image or video clips for the reported event were submitted by the customer for review. A review of the system logs has been performed, but no information was available to review since the robotic portion of the procedure never took place via system sl0424 on (B)(6) 2022. This event is being reported due to the following conclusion: during a da vinci-assisted low anterior resection surgical procedure, it was noted that the patient had a high degree of adhesions in uterus, small intestine, rectum, and peritoneum. The surgeon tried to peel off the adhesive tissue laparoscopically, however, the surgeon made the decision to not continue the procedure robotically and elected to convert the procedure to open surgery due to the high degree of adhesions in uterus, small intestine, rectum, and peritoneum. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.